Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device leaking was duplicated. Based on the investigation details, a dark colored residue was found in the sag head assembly. The likely cause for the leakage was problems with the press plug and a corroded motor, which were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece began leaking an oil substance during an orthopaedic procedure. The substance did not come into direct contact with the pt, so there was no pt injury. The site was irrigated as a precautionary measure, and the procedure was completed with another readily available device. There was no user injury or any other adverse consequences reported as a result of the event.